Event description:
It was reported that a pump has a system error 322. It was also reported that there was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation could not reproduced the reported symptom system error system error 322, but confirmed system error 322 through review of the history log. Physical inspection found that the upper nylon screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. The upper auxiliary sub-assembly will be replaced since it contains the nylon screws.